Event description:
It was reported that a cartridge alarm 1 occurred. The customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. A cartridge change was performed resolving the issue. Customer declined further troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.